Manufacturer narrative:
Findings: unit passed displacement test and self-test. Pump was returned for power error (alarm 25). Detailed trace analysis confirmed alarm power error was triggered when backup battery unloaded voltage was less than3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with cracked reservoir tube lip, scratched case, missing retainer, missing reservoir tube o-ring and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error. Customer's blood glucose was 2.5mmol/l. The customer was advised to disconnect from the device. The customer was advised to wait 10 minutes till notification light stop flashing and insert new battery. The customer was advised to clear the alarm, complete the reservoir and tubing process and basal rates are present. The customer was advised to continue usage of the pump for the moment as per dop. The customer was advised to speak to health care provider for backup plan.